Manufacturer narrative:
Siemens filed the original MDR (B)(4) 2013. Siemens healthcare diagnostics inc. Has confirmed customer complaints of a higher frequency of above assay range flags with several listed dimension hb1c flex reagent cartridge lots. Investigation has shown that the higher frequency of flags is related to higher recoveries of sample hemoglobin (hb) values (hb > 25 g/dl or >15 mmol/l) with impacted lots. The hb value is used to calculate the final hba1c ratio (% hba1c -mmol/mol) results. Results are suppressed (not reported) with the above assay range flag. An urgent medical device recall for the hb1c flex reagent cartridge (df105a) was issued in april 2013 to impacted customers. The communication 13-25 instructed customers to immediately discard any remaining inventory of the affected lots of dimension hb1c (df105a). Siemens provided a lot number for lots beyond which the issue was corrected.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated hb1c result is unknown. Contrary to IFU instructions, the user reported the sample as "above assay range" rather than following the instructions: "samples with results in excess of 25 g/dl total hemoglobin or 2.6 g/dl hbaic are reported as "above assay range" and should be repeated on dilution. " the instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely elevated hb1c result was reported on a patient sample as above assay range. The result was reported to the physician who questioned the result. The sample was rerun and a lower result was obtained in line with physician expectations. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated hb1c result.